Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that the insulin pump was around his waist while fishing. Customer's blood glucose reading at the time of the call was 221 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.